Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would not feed and was not alarming. Mmdg followed up with the initial reporter, who stated that they were able to troubleshoot and the pump began to work as expected after they changed the administration set. They also stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).